Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device displayed a "poor pad contact" message. Complainant indicated that kimberly clark electrodes were used in conjuction with the device. Complainant indicated that the patient subsequently expired. Please refer to reports 1220908-2004-02391 & 1220908-2004-02460 in which the complainant reported similar alleged malfunctions.